Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. Investigation summary ==> the complaint device is not being returned, it was discarded, therefore unavailable for a physical evaluation. A photo was returned to depuy synthese mitek for evaluation. The depuy synthese mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the anchor is over its outer box, it is broken into two pieces, foreign material was noted in the anchor, presumably biological matter. A manufacturing record evaluation was performed for the finished device 9l69874 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to a procedural variables, such handling of the device or product interaction during procedure; resistance may have been felt when the device was being inserted and the excessive force applied caused the anchor to break. However this cannot be conclusively determined. As per IFU: if resistance is felt during the insertion of a milagro interference screw over a guidewire, stop and confirm that the guidewire is not entrapped. If entrapped, back out the screw and withdraw the guidewire. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 3 of 3 for (B)(4). It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the 6mm x 23mm milagro screw device was broken off. Removed all the broken parts. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.